Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 60% stenosed, 5-6x200mm target lesion was located in the very calcified right superficial femoral artery (sfa). After pre-dilatation with a 5mm non-bsc balloon catheter, a 6.0x100mmx80cm ranger drug coated balloon catheter was advanced and inflated using an encore26 inflator. It must have been stabbed a small hole by calcium as the fluid was leaking from the balloon on the first inflation. The physician had to keep increasing the inflator pressure so it remained at the 10atm for 2 minutes to allow the drug to be delivered. The device was removed intact and the procedure was completed with another ranger balloon catheter. No adverse effects were reported and everything went well. This product is only ous approved but is similar to an approved us device.